Manufacturer narrative:
G4: 05aug2020. B4: 19aug2020. The field service engineer (fse) observed the occurrence of "check vent: primary alarm failed" diagnosis code. The fse replaced the speaker to resolve the issue. The unit was test and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29oct2020 b4: (B)(6)2020 d4: UDI#: (B)(4) the speaker assembly was returned to the manufacturer to failure investigation (fi) for analysis. The customer complaint was verified. The root cause is the failure of the speaker. Coil resistance is excessive. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
The customer reported primary alarm failure. The unit was not in use and there was no patient or user harm.